Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 850mm distal from strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 28 x 2.25 promus premier¿ stent was selected; however, the device was unable to cross the lesion despite multiple attempts of pre-dilation. When the device was removed, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 28 x 2.25 promus premier¿ stent was selected; however, the device was unable to cross the lesion despite multiple attempts of pre-dilation. When the device was removed, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.